Manufacturer narrative:
(B)(4) - incorrect preparation. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.5x15 nc trek rx dilatation catheter was prepped successfully outside of the patient. The device was advanced without resistance to the target site. When the indeflator was released from negative pressure to neutral pressure, blood was seen entering the indeflator and the balloon did not inflate. The device was withdrawn from the anatomy without resistance and was exchanged for another same device which was used successfully to perform post dilatation. There was no adverse patient effect and no clinically significant delay in the procedure. After the procedure, the physician injected saline and the saline leaked out of a crack/hole in the catheter shaft and the balloon did not inflate. Reportedly, the device was not submerged in heparinized saline prior to use. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. A leak in the shaft was confirmed. The inner member was separated distal to the guide wire exit notch. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the possible cause for the failure mode was a result of difficulty in removing the balloons protective sheath. The data suggested a possible product deficiency, which requires procedural changes to optimize the process in manufacturing. Effectiveness checks will be put in place monitor the effectiveness of the implemented corrective and preventative actions.